Event description:
It was reported that the surgeon performed a hysteroscopic multiple myomectomy on a healthy women with submucus fibroids of varying sizes in the right, left and mid-fundal areas. The procedure was performed with the pt flat on the table, wearing intermittent compression stockings and under general inhalational anesthesia. The surgeon noted difficulty clearing the intrauterine bubbles. A manual fluid management system was utilized. The surgeon noted that the irrigant bag ran dry in the middle of the case and that a bolus of bubbles entered the uterus as a result. The case lasted 90-120 minutes. Two thirds of way into the case, the anesthesiologist reported an abrupt drop in end-tidal co2 and decrease in 02 saturation. The procedure was halted and the pt was resuscitated. Upon continuing, the symptoms recurred.

Event description:
Arterial blood gas revealed an o2 gradient. The anesthesiologist diagnosed gas emboli. The surgeon completed the procedure thereafter. In the recovery room the pt was given lasix for mild fluid overload.